Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent an unknown breast surgery with mentor smooth round moderate profile 425cc saline breast implant on the left side, and unknown saline device on the right side which the patient reported capsular contracture unknown baker grade after implantation. Patient declined to indicate which side has the issue. Therefore, mentor decided to conservatively report both sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.